Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the intuitive clinical territory associate (cta) reported that they had a sureform 60 stapler instrument that would not open the jaws. Prior to calling in, the cta reported that they had moved to another stapler instrument to continue with the procedure. The intuitive technical support engineer (tse) found stapler recognition errors in logs. The tse recommended the caller to return the affected instrument for failure analysis. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The surgeon switched to another stapler instrument to continue the procedure. Log review identified stapler recognition errors.